Event description:
The customer indicated that a patient's architect ca 19-9 results had been running around 4 - 7 u/ml. Recent testing generated a result of 177 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a falsely elevated ca19-9xr result with a patient sample. Because the lot number is unknown patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance. The concentration difference by reagent lot from the average patient median ranged from-2.16 to 3.09 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay which states a maximum bias of 9.6 u/ml for values <37 u/ml is allowable. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The analysis concluded that all reagent lots reviewed, read patient results consistently. Note: the data analysis used a 12 month query; july 2012 - july 2013 to determine if a clinically relevant bias was observed for a particular reagent lot. Lots that were recalled as part of the (B)(6) 2012 field action (fa30may2012) were not included in the analysis. In addition lots were excluded that did not have >1000 data points to increase the confidence in the median value. Customer complaint data was reviewed and no adverse trends were identified. The architect ca19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.